Manufacturer narrative:
Corrected data: device code 1494: off- label use in previous MDR is not applicable. Claim#(B)(4).

Manufacturer narrative:
Additional information: h6-device code 1494: off-label use (over 45yrs of age at date of implant) h6- result code 114 is added based on the product evaluation results in previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Brand name - collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +22.0 diopter, intraocular lens was implanted into the patient's left eye (os) on (B)(6) 2020. "Lens was cracked/damaged, but it was unclear if lens was cracked prior to being implanted." No patient injury. Back-up lens was implanted. The lens implanted, removed, and replaced intraoperatively. Cause of the event is reported as technician loading error.